Event description:
I opened my right "dailies" contact lens and placed it into my eye. The contacts caused me to blink and was also uncomfortable in my eye. When I went to remove the contact, it split in two. One piece of it came out of my eye and the other piece, I couldn't retrieve it. I had to go to an after hours clinic to have it removed. I then had to go to an optometrist to insure that all the pieces of the contacts were removed and no damage was done to my eye.